Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the on the most proximal rows, stent struts were lifted and pulled distally. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found no kinks along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID # (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely calcified mid left anterior descending artery. Following pre-dilation, a 3.50x24mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, device was unable to cross despite several attempts were made. When the device was removed outside of the patient's body, it was noticed that the proximal portion of the stent struts had deformed. The procedure was then completed with 3.50x24 synergy stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(6). (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely calcified mid left anterior descending artery. Following pre-dilation, a 3.50x24mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, device was unable to cross despite several attempts were made. When the device was removed outside of the patient's body, it was noticed that the proximal portion of the stent struts had deformed. The procedure was then completed with 3.50x24 synergy stent. No patient complications were reported and the patient's status was stable.